Manufacturer narrative:
An onsite service call from bci was not generated for this event. The customer stated a third party service call was generated. The customer does not know the specific issue causing the bath to overflow, however, the fse from the third party company bleached the wbc bath resolving the leakage. (B)(4). Third party service call was generated.

Event description:
The customer reported approximately 4 drops of fluid leaked from under the white blood cell (wbc) bath in the coulter® lh 750 hematology analyzer . The leak was contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.